Manufacturer narrative:
Device 3 of 3. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 3 out of 10 wafers were slightly off centered about a year ago. She still wore the wafers and had no issue with weartime. No photo is available at this time.